Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other device associated with this event: heartware ventricular assist system ¿ battery model 1650de / expiration date 30apr2017 / serial number (B)(4)/ UDI unknown. Mfg date 30apr2016. (B)(4). Device not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery was not charging beyond 50% when placed in the battery charger. The battery was able to provide power to the patient¿s controller when tested on it. The site further reported that the battery was under 500 cycles. A preliminary review of the controller log files revealed that the event was associated with power disconnect alarms. The battery was exchanged while the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation, while the battery was returned for evaluation. A review of the battery¿s manufacturing documentation confirmed that the associated device met all requirements for release. Log files analysis revealed multiple power disconnect alarms have been logged involving the involved battery due to battery cell under voltage. Failure analysis revealed that the battery passed visual inspection. Functional testing revealed that the battery had a faulty weld on cell pair 3, preventing the battery from charging and provide power to a controller. This has most likely contributed to the power disconnect alarms. As a result, the reported event was confirmed. A supplier investigation has been opened by the supplier to evaluate lifted cell welds and implement corrective actions as required. Based on an investigation conducted under this investigation, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Additional products: battery / (B)(4). D4 model #: 1650de / catalog #: 1650de d10: yes, return date: 2018-04-03 h3: yes h6 FDA method code(s): 10, 4112, 3331 h6 FDA results code(s): 120 h6 FDA conclusion code(s): 23 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: h6 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation, while the battery was returned for evaluation. A review of the controller and battery¿s manufacturing documentation confirmed that the associated devices met all requirements for release. Log files analysis revealed multiple power disconnect alarms have been logged involving the reported battery due to battery cell under voltage. Failure analysis revealed that the battery passed visual inspection. Functional testing revealed that the battery had a faulty weld on cell pair 3, preventing the battery from charging and provide power to a controller. This has most likely contributed to the power disconnect alarms. As a result, the reported event was confirmed. A supplier investigation has been opened by the supplier to evaluate lifted cell welds and implement corrective actions as required. Based on an investigation conducted under this investigation, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Additional products: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.